Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply to the monitor was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display images and the left live monitor intermittently was blank. No pt injury was reported.